Event description:
It was reported that the patient called with complaints of shortness of breath, chest pain, and dark tarry stool for seven days. The patient was admitted on (B)(6) 2024 for anemia with a hemoglobin of 4.4. The patient had previously been off all anticoagulation due to a history of gastrointestinal (gi) bleeds. An esophagogastroduodenoscopy (egd) and colonoscopy were performed which were unremarkable. The patient required 4 units of packed red blood cells (prbcs) during their hospitalization. The cause of the anemia was not found. The patient was discharged home on (B)(6) 2024. The patient remained stable and off anticoagulation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events had been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.